Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the malfunction reported in section b5 the following findings were discovered; the biopsy channel was leaking at plastic distal end cover, the bending rubber was removed to dry for aeration, the bending rubber glue was cracked, the insertion tube was squashed and scratched, the internal parts were corroded, the connector body unit was flooded, moisture was noted, and the ultra sound failed the insulation test. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchofibervideoscope had a leak at the distal tip. The issue was found during reprocessing after a diagnostic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: error code e315 (non-compatible endoscope). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no root cause of the e315 error could be identified. Olympus will continue to monitor field performance for this device.